Manufacturer narrative:
Konstantinos katsanos, athanasios diamantopoulos et all. November 2012. Below-the ankle angioplasty and stenting for limb salvage: anatomical considerations and long-term outcomes. Cardiovascular interventional radiology. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted in within the dfu. (B)(4).

Event description:
It was reported via a journal article that during a peripheral angioplasty procedure vessel spasm occurred. The target lesion was located below the ankle. A sterling balloon catheter was used. During the procedure, transient vessel spasm occurred that was treated with intra-arterial nitrates.